Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unknown date involving an extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock where it was leaking of an unspecified chemo drugs at the filter and it came in contact with the patient¿s hand. The customer also stated that they could not see if the filter cracked, and this happened numerous times. The issue was noticed during infusion at approximately 12 hours post to the start of infusion. When asked if there was medical intervention required, it was mentioned that they need to get a new bag of chemo with new tubing and restart the infusion, so the infusion was paused during this time. There was patient involvement but no report of human harm. This is the second of two events.

Manufacturer narrative:
Received photo from customer showing the 0.2 micron filter from the 206680428 ndhp 0.2 micrn hp cl. The filter vents were circled. No damages or anomalies observed. The reported complaint of leakage could not be confirmed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.